Event description:
It was reported that elevated thresholds were identified during a pulse generator changeout. The leads were found to have been reversed. The lead connections were switched to the correct ports, and no further anomalies were noted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.